Manufacturer narrative:
Initial and final MDR 1922432 -MDR 3003442380-2024-16899 device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 22-may-2024, patient complained about infusion set fell off. Event took place during physical activity. The infusion set was in use for one day. No further information available.